Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Analysis was performed onsite service personnel which included a low point and pni calibration check and leakage check of the cuff. The results of the analysis were that the issue was not reproduced. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was is unknown. The issue was resolved by providing information to the customer. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that nibp measurements were unrealistic. The device was in clinical use on a patient at the time of the event. No adverse event was reported.